Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced a reset. The device retained the programmed setting and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b1, b2 and b5. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was interrogated, which cleared the reset.